Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 43 months, displayed an elective replacement indicator (eri) with a monitoring voltage of 2.59 volts and a charge time of 21.9 seconds. There is concern that the battery depleted prematurely.